Event description:
The physician stated that the catheter stopped deflecting properly during the procedure. The catheter was replaced with a new one. No harm came to this patient. Manufacturer response (as per reporter) for navistar d curve, navistar d curveawaiting response

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further information was provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another valve implanted. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
Caller stated patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 5.2 inr. No actions were taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), a response was received, however, the cause of death was not provided. Per the operative report of in 2006, "the patient tolerated the procedure well and returned to the cvrr in stable condition."